Manufacturer narrative:
Unit received with missing segments/partial display because the zebra connector was cracked. Unable to perform the displacement test due to the display anomaly. Unit had minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that on the insulin pump's lcd screen, only two lines of black dots appeared after a battery was inserted during their initial insulin pump training. After waiting more than 5 minutes, the screen did not change nor did the insulin pump alert with any error messages. Customer's blood glucose level was 196 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.